Manufacturer narrative:
(B)(4)

Event description:
The pt went through a security gate at a concert and subsequently felt a shocking sensation. It felt like every thing got tight and the sensation "went up the wire". The pt was taken to hospital by ambulance. Further info is being requested from the hcp.